Event description:
This complaint is not reportable based on the analysis completed on 06/20/2006. It was reported that during preparation for a coronary drug eluting stenting treatment procedure, the stent balloon was punctured. While loading the wire, the wire went through the 2.75x20mm taxus express2 drug eluting stent and punctured the balloon. The balloon was not deployed and there was no pt contact. The physician completed the procedure with another stent. No pt complications were reported. Patient status reported as "ok." However, the returned product confirmed that there was stent damage, shaft kinks and a perforated balloon.

Manufacturer narrative:
Product analysis verified the difficulty stated in the complaint. The cause of the difficulties experienced during the procedure can be attributed to the improper back loading of the catheter. The delivery device with the stent on the balloon was received and numerous shaft kinks and stent damage was observed. The distal stent strut was flared. The catheter was pressurized with a syringe and water and a leak was noted at the distal tip of the balloon. The balloon exhibited a tear located 10 millimeters proximally from the distal tip. The balloon and inner shaft were visually and microscopically examined in the area of the tear. No inherent material defects were noted in the area of the tear that would have contributed to the damage. Visual and microscopic exam of the area surrounding the bent strut did not reveal and inherent material deficiencies that would have contributed to the damage. The bent strut was located over the punctured section of the balloon. There is one other complaint related to this batch number. The manufacturing records have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications.